Manufacturer narrative:
Other, other text: returned device was received with one small tear. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Only the year (2020) of the event date is known. Device evaluation in progress

Event description:
It was reported that cuff component of the portex blue line ultra (blu) tracheostomy tube failed to inflate properly. This was observed after the patient was intubated. No patient injury or further complications were reported in relation to this event.